Event description:
It was reported that the extension carrier broke during surgery. All fragments were removed from the patient and a new carrier was used with no other issues. No patient complications were reported and the status was noted as no health hazard. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Tunneling tool model: 3555, lot #: unk. Analysis of tunneling tools model # 3555, lot # unk showed a break at the distal end of the inner carrier.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.